Event description:
Technician found evidence of battery damage and leaking during service evaluation.

Manufacturer narrative:
Device was received for evaluation. During evaluation service technician found evidence of battery damage and leaking. Appropriate repairs have been made and device has been returned to the customer.